Event description:
The facility representative reported a colleague infusion pump with a failure. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure was confirmed during product evaluation. The root cause of the reported problem was determined to be user error from a person pressing a key too long. No repairs were needed. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of failure.